Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion device. It was reported that the patients pump was empty. The hcp was considering taking on the patient, whose pump had been empty for a li ttle over 2 months. The alarm date was (B)(6) 2016. The hcp did not have any other details other than patient used to see a doctor in arkansas. The hcp will consider whether or not he will take the patient on. No symptoms were reported.